Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, not all keys on the keyboard were functioning properly. The customer reported that this would be a big issue if needed to override for a medication and to type in the name to obtain the med. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15916421 was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys on the keyboard were not working. A field service engineer remoted in and noticed the same issue. The engineer worked with the customer to reseat connections and power off the station and back on to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.